Manufacturer narrative:
(B)(4).

Event description:
It was reported that ra lead noise was observed during a follow-up with episodes of inappropriate mode switching. Lead was extracted and replaced. The patient was in stable condition after the extraction.